Manufacturer narrative:
Additional serial numbers included in this report: (B)(6). 17 of 17 devices were returned for evaluation. Evaluation of five devices found excessive wear due to a lack of proper maintenance. The devices did not heat up during evaluation. The devices were repaired and returned to the customers. Evaluation of one device found excessive wear due to a lack of proper maintenance. This device had a deformation issue (dent). The device did not heat up during evaluation. The device was repaired and returned to the customer evaluation of two devices found excessive wear due to a lack of proper maintenance. A friction problem was identified from pressure on the cap. The devices did not heat up during evaluation. The devices were repaired and returned to the customers. Evaluation of five devices found excessive wear due to a lack of proper maintenance. The devices did heat up during evaluation. The devices were repaired and returned to the customers. Evaluation of two devices found excessive wear due to a lack of proper maintenance. A friction problem was identified from pressure on the cap. The devices did heat up during evaluation. The devices were repaired and returned to the customers. Evaluation of two devices found excessive wear due to a lack of proper maintenance. The devices had debris build-up. The devices did not heat up during evaluation. The devices were repaired and returned to the customers.

Event description:
This report summarizes 17 malfunction events where midwest energo 1:5 handpieces overheated. 16 events resulted in no injury. 1 event resulted in patient being slightly burned with no intervention.

Manufacturer narrative:
Additional information received that we have become aware of a midwest energo 1:5 dental handpiece catalog # 875315 serial # (B)(6) that has overheated and no injury occurred from the alleged event. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.